Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside of the us.

Event description:
It was reported that the device was found at elective replacement indicators (eri) and the battery had reset while still in the box. The device was not used. No patient involvement.